Event description:
The customer reported that the device illuminated the service indication. Physio-control evaluated the device and found that it would power on/off by itself. The device would reset constantly and fail to boot up properly. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the programmed system controller pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined the cause of the reported problem to be a failed ic chip, designator u61.